Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 8th february 2011 and performed to specification up to the 30th april 2015. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 1st september 2015 and the last log entry on the 15th february 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.